Manufacturer narrative:
The pump was unable to turn on (problem with reset) due to an electronic component failure, which was replaced by the service. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump gave a continuous alarm. The service found that the pump had problem with the reset and it didn't turn on.